Manufacturer narrative:
A review of the design, complaint history and risk analysis indicates that the design is adequate for its intended use. Bony union is dependent on a multitude of factors, such as proper reduction, bone quality, patient compliance, implant selection, etc. The lack of additional information prevents a complete analysis of the cause of failure. Additionally, the patients fall may have caused a re-fracture.

Manufacturer narrative:
Info from returned product. A review of the device record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs one-step lag screws was processed through the normal mfg and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part received in pristine condition. No marks, nicks or scratches. All laser etching is present and legible. No evidence of damage from field usage. No evidence of any damage exists.

Event description:
(B)(4) received, a copy will be included with the report. This is 1 of 7 reports for this event.